Manufacturer narrative:
Other applicable components are: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and rsd/causal gia-complex regional pain syn. It was reported that the patient had been having trouble with their dorsal column stimulator since (B)(6) 2015. The patient stated that the device was doing alright, but the health care professional (hcp) told them that it was almost time to replace it. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.